Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported waking up during the night with low blood glucose levels. The customer reviewed the bolus history, and found two boluses that he did not program. Advised that the insulin pump would be replaced. Nothing further was reported.